Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type lead.

Event description:
The consumer via a manufacturer representative reported that the patient had a gastro-bypass device and called their manufacturer representative to tell them they had received a tremendous shock due to faulty wiring and had been vomiting since that shock. They believed the shock changed the settings on the implanted device. The patient had not heard back from the manufacturer representative and continued to vomit, could not sleep, and was in pain. The health care provider (hcp) had been calling the manufacturer representative repeatedly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.